Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated over the past week due to the mio infusion set not going in right and getting bent cannulas she was experiencing high blood glucose. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump was not returned for analysis.